Event description:
The explanted devices were received but product analysis is still underway.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently listed that the devices had not been received to date. Device available for evaluation?, corrected data: follow-up report #1 inadvertently left blank device evaluated by MFR?, corrected data: follow-up report #1 inadvertently left blank adverse event problem codes , corrected data: follow-up report #1 inadvertently coded that the device had not been returned.

Event description:
Product analysis completed on the returned lead. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has cut openings in the outer and the inner silicone tubing and cut/torn strands in the lead coils. Based on the appearance of the returned lead portion, it is believed that the identified tubing cut openings, exposed coil, torn strands, and electrical contact between the coil were most likely caused during the explant procedure. Pa worksheets were reviewed and no anomalies were noted. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Additional information was received noting that the patient&#39;s generator was explanted and will be returned. The explanted generator has not been received to date.

Event description:
Product analysis completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.528 volts, and the memory locations on the generator indicated that 6.089% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by the patient's sister that the patient had passed away. The neurologist office confirmed the passing of the patient but was uncertain of the cause of death. No other relevant information has been received to date.